Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the hand switch would not work properly. The foot switch worked without any problem. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 02/27/2009. Evaluation summary - the analysis results found that the device was returned with the blade scratched and cracked. It was found of b-form staples embedded in the tissue pad, evidence that the blade had been in contact with another metal. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a gen04 and an error code 5 was noted. The hand activation assembly buttons worked as intended. When a blade has been compromised, scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. During the analysis process, the blade was tested for scratches and cracks and the blade further cracked. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instruments is activated. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The final quality release criteria was met before this batch was released for distribution.